Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that low speed alarms were noted on the pt's history screen. Log files were submitted to the MFR's technical service group for review and uncontrollable speed, elevated pi and power were noted. The events appeared to have occurred while the pt was tethered to the power module. The hospital staff was unable to reproduced the alarms with the pt's equipment or with the hospital's equipment. X-rays of the external portion of the driveline were taken and the images were unable to reproduced the alarms with the pt's equipment or with the hospital's equipment. X-rays of the external portion of the driveline were taken and the images were unremarkable. Add'l info was rec'd 2 weeks later from the vad coordinator that the pt had been recently discharged. Prior to being discharged, the pt's system controller and pt cable had been replaced, and the percutaneous lead passed the continuity test. The pt had been home for a week w/o alarms and then reported that when he laid back down after getting up and going to the bathroom, he heard 2 single beeps from the power module. The pt sat up quickly and the alarms stopped. A pump off alarm was noted in the log file. The pt stated that he believes the alarm occurred in the past in the same lying position. The percutaneous lead was evaluated by the MFR's technical service group and the alarms could not be reproduced. Per request from the hospital staff, a portion of the percutaneous lead was replaced.

Manufacturer narrative:
The pump is still in use supporting the pt; however, the replaced portion of the percutaneous lead was returned to the MFR for eval. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.